Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket incision site had opened where the patient could see the ipg inside and it was painful. The patient underwent a surgery and had the pocket site irrigated. Intravenous antibiotics was administered and the incision was closed. The patient was reportedly doing well post operatively.